Event description:
The tbm states the end user states the free wheel hub pins keep falling out. She states this has happened on 3 seperata occasions. She states when he pushes in the free wheel hub to lock it into place, the pins will fall out causing the end user to loose control. No injuries noted and the tbm was at a consumer expo when the end user came up to her to alert her of the issue